Event description:
No change to previously reported event.

Manufacturer narrative:
Event description (event details, per). It was reported that: pseudotumor right hip joint, cobaltemia 99 ppm. Review of received data: - pictures, x-rays: no evaluation of the pictures/x-rays as the reported event is already known and addressed in (B)(4). - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - visual examination: no product was returned for visual examination. Review of product documentation: - device purpose: this device is intended for treatment. - DHR review: the DHR review showed that all released products are according to specifications valid at the time of production. Conclusion: no further investigation required as this issue is known and addressed in (B)(4). (Error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that there was a revision surgery due to revision due to elevated metal ion levels and cyst.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive x-rays for review. The manufacturer received a report from the hospital which will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).